Manufacturer narrative:
Catalogue #: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a t-connector was leaking. The reporter stated that a leak was noted from the piv connector during routine flush. When the t-connector was removed, it was found to be leaking between the tubing and adaptor that hooks into buff cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.